Manufacturer narrative:
It was reported that the monitor ac adapter was unable to provide power. The monitor ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection. Functional testing revealed that the ac adapter was unable to provide power. Supplemental testing was performed and revealed a damaged inrush current limiter. In addition, a blown fuse was also found. An inrush current limiter prevents components in series from being damaged during steady state and maximum surge current conditions. It was determined by the supplier that the maximum worst-case inrush current occurs when the line cord is inserted at the peak of a 240vac line, which happens for a brief period of time. This indicates that the component is typically not overstressed. However, a maximum inrush current event will overstress the component, causing the inrush current limiter to fail. Once the component fails, the monitor ac adapter is unable to provide power. Furthermore, the failed inrush current limiter may cause fuses in series with the component to open. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an inrush current limiter that does not have sufficient peak energy to reliably survive a maximum inrush current event, causing the component to fail, which results in the inability of the ac adapter to provide power. The manufacturer has opened and investigation with the supplier to investigation monitor ac adapter: power supply: internal component failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated sections. It was reported that there was a bang and a spark coming from the monitor ac adapter. The monitor ac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection but failed functional testing. The monitor ac adapter can no longer provide dc output voltage. Internal inspection revealed that the top cover of fuse 1 (f1) was loose inside the housing; this is an additional observation not related to the reported event. Additionally, there was extensive damage to the circuitry, a limiting thermistor and a spike suppression capacitor were burnt. Fuse one (1) and fuse two (2) were also found open. Based on the available information, the most likely root cause of the reported event can be attributed to a faulty internal component. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The mac adapter is used to connect the monitor to the power supply. This monitor is used to display system performance and to change controller operating parameters. The mac adapter is not used directly with or connected to the patient. Any observed damage to the component would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the monitor was connected to the pendant in the theater getting ready to implant a patient, monitor wasn't connected to the patient. There was a bang and the power was tripped in the pendant, a nurse noted a spark coming from the monitor ac adaptor. Power to the bypass machine was affected. No visual damage to mac ac adaptor. The site removed monitor ac adaptor from use and used another one. The site confirmed no user was injured in the during this event. No further information provided.